Manufacturer narrative:
Additional 510(k) - k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a pinhole was found in the cuff of a portex® bivona® adult tts¿ tracheostomy tube, causing a leak. The patient's airway was checked for any obstruction but nothing was found. No injury was reported. See MFR: 3012307300-2017-01374, 3012307300-2017-01375, 3012307300-2017-01376, and 3012307300-2017-01378.

Manufacturer narrative:
See MFR: 3012307300-2017-02002, 3012307300-2017-01129, 3012307300-2017-01130, 3012307300-2017-01131, 3012307300-2017-01343, 3012307300-2017-01374, 3012307300-2017-01375, 3012307300-2017-01376, and 3012307300-2017-01378 (same patient).

Event description:
It was additionally reported that the patient passed away unexpectedly.